Manufacturer narrative:
Date of event: estimated as the aware date. Implant date: estimated as the aware date.

Event description:
It was reported that device related thrombus occurred. It was reported via social media that a patient had a watchman flx closure device implanted. The patient reported having a blood clot on top of the implant.